Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the issue resolved and insulin delivery was successfully resumed. Customer's blood glucose level was approximately 200 mg/dl.